Event description:
Litigation papers allege the patient suffers from pain, metallosis, the inability to walk and elevated metal ion levels.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 9/2/2014 - sales rep reported revision surgery. Patient was revised to address elevated metal ion levels. There is no new additional information that would affect the investigation. This complaint was updated on: 09/15/14.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege the patient suffers from pain, metallosis, the inability to walk and elevated metal ion levels. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Added: (patient).

Event description:
Update aug 4, 2017: medical records received. After review of the medical records for the MDR reportability, in addition to what was previously reported, revision notes reported of metallic-stained joint fluid and brownish staining of the intra-articular aspect of the capsule. There were no laboratory results for metal ions. Added stem and sleeve due to alleged high metal ions. This complaint was updated on aug 16, 2017